Manufacturer narrative:
The device has yet to be returned to the manufacturer for evaluation. A f/u report will be submitted when the manufacturer has completed the investigation.

Event description:
The manufacturer rec'd info alleging a bipap s/t became disconnected from a mask while in use and the patient expired. The device allegedly did not alarm for the event.